Event description:
Procedure: unk. Reportedly, while using the device, the balloon ruptured and broken pieces fell into the surgical cavity. The broken pieces were retrieved immediately, and another device was used to complete the procedure. There was no pt injury reported.